Event description:
It was reported that the patient was frustrated with the lack of clear instructions and concerned running water over the catheter would render it unsterile and finds it confusing for bard to recommend use in this manner. Patient currently in hospital .per troubleshooting the mss stated that recommended open package and run cold water into the plastic package and wait 30 seconds to activate special non-shed slippery coating. Suggested to speak with hospital staff about use of another catheter especially if being treated for uti.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be inadequate instructions/training. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.wash your hands with soap and water, and wash your genitalia using either soap and water or a wet wipe. 2. Open the interglidetm packaging at the funnel end by approximately 2-3 cm. Run water from the cold tap into the sachet and wait for at least 30 seconds. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was frustrated with the lack of clear instructions and concerned running water over the catheter would render it unsterile and finds it confusing for bard to recommend use in this manner. Patient currently in hospital. Per troubleshooting the mss stated that recommended open package and run cold water into the plastic package and wait 30 seconds to activate special non-shed slippery coating. It was then suggested to speak with hospital staff about use of another catheter especially if being treated for uti.